Event description:
Ligasure generator not functioning when needed. Surgery was in progress and pt anesthetized. Second generator was also in use in another room. Ligasure generator was borrowed from another facility about 30 minutes away. Surgery as result was prolonged. Sent to biotronics who found the device is not passing post (power on self test). Returned to company.